Event description:
It was reported that a customer experienced scan errors when attempting to pair a new freestyle libre 3 plus sensor with the ilet system, with the first and second scans failing and the third scan successfully completing, after which the sensor entered warmup and customer education and troubleshooting were completed. No adverse clinical symptoms reported. Outcomes included successful pairing and continued sensor warmup without medical intervention or hospitalization. User support included customer care troubleshooting and education to resolve the scanning errors. Investigation of this case revealed that the issue was resolved through standard pairing procedures, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors leading to initial scan errors that were mitigated by proper scanning technique.

Manufacturer narrative:
Initial.